Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The o2 gas module has been tested in a ventilator. It failed the pre-use check with internal leakage and flow transducer tests. During ventilation it alarmed for o2 concentration low as there was a deviation in the o2 concentration (51% instead of 60%) and a low tidal volume (338ml instead of 500ml). No humming sound could be reproduced. The supply pressure sensor and the delta pressure has been replaced in an attempt to resolve the issue. However, they were not the cause of the issue. The printed circuit board (pcb) of those pressure sensors has been replaced and it resolved the issue. Despite knowing which pcb caused the issue, it was not possible to find which exact component on that pcb caused the issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. A faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The claimed issue has been reproduced at the manufacturer site. The replaced o2 gas module is the cause of the issue due to a random component failure on a pcb inside that gas module.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).